Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath hole prior to an interventional thoracic endovascular aortic repair (tevar) procedure. Reportedly, pre-placement of the first prostyle suture was successful. When attempting to pre-place the second prostyle, a cuff miss [suture retrieval issue] occurred with four prostyle devices in succession. No other device was attempted. The sheath was upsized to a 9f sheath, and the tevar procedure was completed. Hemostasis was ultimately achieved with the one successfully pre-placed prostyle suture and manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.